Manufacturer narrative:
The previously reported event date of (B)(6) 2017 was incorrect; the correct event date is (B)(6) 2015.

Event description:
New information received notes that the allergic reaction the patient experienced occurred about eight weeks post implant of device. It was noted that the patient experienced symptoms of a rash due to hypersensitivity to silicone and curative medical material; however, it is unknown if the allergy is due to the implantable cardioverter or right ventricular lead. It was also noted that the patient was suffering from chronic itching. The patient was prescribed medication.

Event description:
It was reported that the patient presented for follow-up in clinic; it was noted that the patient experienced an allergic reaction from the implantable cardioverter defibrillator and right ventricular lead. An allergy test was conducted, which revealed that the patient tested positive. It was noted that the allergic reaction was under control, medically. The devices remain implanted. The patient¿s condition was stable.